Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Thus, the device was explanted and replaced. The device remains in hospital possession. No additional adverse patient effects were reported.